Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer was off the bus and failed to recover. The user performed a reboot and power cycle, but the issue persisted.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer removed the back panel to begin troubleshooting, inspected the light emitting diode (led) status on the controller boards and powered down the station for further investigation, removed and inspected the retractor band, then replaced it as necessary, reconnected the bus cable and powered the station back on, tested the affected drawer in the hardware test application (hta), removed all cubies, and inspected the cubie trays for any obstructions or damage, removed the side panel and inspected the row board cable, confirming it was properly connected, rotated the cubie trays, tightened all drawer backings, and verified all connections on the controller boards were secure. Performed additional testing in hta and confirmed the drawer was functioning properly with no further issues identified. The system functioned as intended after the field service engineer repaired the device.